Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) it was clotting. The following information was provided by the initial reporter. The customer stated: ¿material no. 365974 batch no. 2038790. It was reported that tubes are clotting."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: material #: 365974. Lot/batch #: 2038790. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, an additive issue was confirmed. Fifty (50) manufacturer retained reservoir samples were visually inspected for presence of dry additive with acceptable results. Edta content was also evaluated for each rack position and one position failed. An available reservoir for that position was re-tested with acceptable results. Clinical testing was also performed on retention samples with acceptable results: bd was unable to duplicate the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. The most common cause of clotting is inadequate mixing. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for an additive issue based on the testing of the retention samples for edta content. Clinical testing for clotting was not confirmed. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) it was clotting. The following information was provided by the initial reporter. The customer stated: ¿material no. 365974 batch no. 2038790. It was reported that tubes are clotting."